Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device discarded.

Event description:
The screwdriver broke in half during screw insertion. Another screwdriver was used for the remaining part of the surgery with no delay.